Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: black foreign object visible in the package. Probable root cause: 1. Incorrect or inadequate packaging. 2. Severe shipping conditions. 3. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a small black foreign object was visible in a package containing a stryker flow irrigator. The package with foreign object was removed and a new package without any foreign objects in it was obtained.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a small black foreign object was visible in a package containing a stryker flow irrigator. The package with foreign object was removed and a new package without any foreign objects in it was obtained.